Event description:
The patient contacted animas on (B)(6) 2012, stating the ok button was intermittently unresponsive and occasionally hyper-responsive for three to four days. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The otp pump has been returned and evaluated by product analysis on (B)(4) /2012 with the following findings: during the product analysis investigation, the up, contrast, and down buttons were found to be intermittently responsive, contamination was found under all buttons, and a tear was found above the bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.